Event description:
A caller reported an error related to their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance on resetting the insulin pump, and after the reset, the error did not recur. The caller successfully commenced their sensor session afterwards.